Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up the right ventricular lead exhibited an decrease in sensing and an increase in capture thresholds. Dislodgement was confirmed under fluoroscopic view. The lead was repositioned successfully and after the procedure the electrical measurements were all good. The patient's condition was good after repositioning.